Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the delivery device according to the IFU but the seal was caught in the loading device tube due to a defective product this occurred. The seal failed to load properly. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2. H3, h6, h10, h11. Corrected section: d4- UDI # corrected. Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis : (4109/213/67) there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of sept 2021¿ through ¿dec 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) the device was returned to the factory for evaluation on 01/17/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the white plunger not depressed. The seal and tension spring assembly was observed in the loading device. A visual inspection of the device was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock is off. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches ((B)(4)). The length of the delivery tube was measured at 2.50 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).